Event description:
It was reported the customer had a blank display. The customer had changed their batteries three times, but the blank display persists. Customer's blood glucose was 82 mg/dl. Troubleshooting was unable to retrieve the customer's blank display. Customer also reported a battery out limit alarm occurring after the blank display. The customer was advised their insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump power up properly after the battery was installed. The device was received with operating currents within specification. The device monitored and no blank display anomalies or unexpected battery out limit alarms were noted. No damage on the lcd isolation tape noted. The device had cracked case at battery tube threads. No traces of moisture were noted at electronic or motor assemblies per visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.